Manufacturer narrative:
(B)(4), a partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.1-9.1cm from the distal tip. The etfe coating was abraded at this location.

Event description:
It was reported that externalized conductors were observed on a lead via diagnostic imaging. Electrical function of the lead was tested and reviewed with no anomalies observed. Lead was extracted. Patient is well.